Event description:
A gauze sponge was retained in the pt following a vaginal delivery and was removed at a later date.

Manufacturer narrative:
A pt presented in the emergency room and a gauze sponge that had been retained from a previous vaginal delivery was removed. The gauze sponge is a component in a custom procedural pack. The sponge is x-ray detectable but does not contain a rf-ID chip that is detectable when using the rf-ID chip. The gauze was not identified as retained at the time of the vaginal delivery. It is not known if the pre and post procedure counts of the sponges had been performed. The facility did not return calls asking for more information. No sample was returned for evaluation and we have no lot number. We do not know when the incident occurred nor do we know when the vaginal delivery took place. We are not aware that any other medical intervention was required as a result of this incident. We have no information to suggest the device did not perform as intended. From the information gathered, user error was the root cause of this incident. We have had no other similar complaints reported to us.